Event description:
Reported one false negative result. The customer communicated the result was positive by another molecular method.

Manufacturer narrative:
Samples were returned outside the time and storge limitations, returns were not tested.. No investigation required. Complaint source: email.